Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(4), FDA medwatch program. Inital MDR originally submitted on 02/14/2018. MFR report # has been corrected.

Event description:
Customer complaint alleges the user states " I had to replace an lma in a patient today because the valve in the pilot balloon appeared to be stuck, precluding inflation or deflation of the cuff." The customer submitted photos for review. It was reported there was no patient injury. Patient condition reported as "fine".